Event description:
It was reported that the ipg would not charge any longer. The patient underwent an ipg replacement procedure and had good coverage postoperatively. The explanted device was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred about four years ago.